Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (moisture ingress) issue. Reportedly, the pump had an intermittent power issue and there was moisture behind the display. The reporter denied any damage to the battery cap or battery compartment. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Follow-up #1: date of submission 05/30/2017. Device evaluation: the device has been returned and evaluated by product analysis on 05/10/2017 with the following findings: a battery cap was not returned with the pump for investigation. A test cap was used to complete the investigation. Review of the black box data revealed multiple unexplained power on reset records. On investigation, the pump powered on with functioning auditory tone; however, there was no vibration. There was moisture noted behind the display lens. The pump was exercised for 24 hours without any interruption in power. Investigation did not duplicate the alleged intermittent power issue. Leak testing failed due to a leak at a crack in the pump case. There was also a crack in the battery compartment. The pump was opened for further investigation and revealed moisture throughout the inside of the pump. Investigation confirmed the moisture ingress but did not duplicate the alleged power issue.